Event description:
Surgeon was using the device for a laparoscopy low anterior resection, the device jaws would not open wide, but the device was used from the beginning to the end of the case. The jaws did open, but not as wide as normal; additionally, the device did not cause harm to the tissue and no cartridge is needed for this device.